Event description:
It was reported that the ventricular pacing on external pulse generator (epg) would pace even when the ventricular output was turned off. The (B)(4) department tested the epg and could not confirm. A checkout manual was sent to the (B)(4) department, so additional testing could be preformed. Follow-up was conducted, and unsuccessful, to determine if the epg was connected to a patient at the time the device was inappropriately pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.